Event description:
End user states, chair will not move and error code e28. Isolation relay/charging. Red led flashes 6 times which does not match error code which indicate right or left power stage. Per rrb bad controller. No parts available or able to service mark iii electronics through invacare.